Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Suspected cause was due to having a basal rate setting that was too high. Reportedly, emergency medical technicians were called and assisted customer by administering IV fluids. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.